Manufacturer narrative:
Follow-up #1: date of submission 04/08/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/30/2015 with the following findings: review of the black box data revealed record of a loss of prime warning with low non-zero force. On investigation, the pump was successfully exercised for 24 hours without of loss of prime occurring. Investigation did not duplicate the complaint. The force sensor unit was found to be within the required specifications. The pump was opened for investigation and did not reveal any damage or defect of the force sensor unit.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the pump experienced a loss of prime issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged issue was not resolved with troubleshooting efforts.

Manufacturer narrative:
The pump has been returned to animas for evaluation. However, product analysis has not yet been completed. When the product evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.